Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was received: there was no missing piece.

Event description:
It was reported that during an unknown procedure, the blade was broken off. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.